Manufacturer narrative:
The product was sent to an external laboratory for analysis. The results showed that after dissection, it was observed that the probe did have a fused diaphragm that was causing a shift in the operating pressures. It is unknown what causes the diaphragm fusion. This might have occurred due to improper storage. This investigation is complete.

Manufacturer narrative:
Correction: the last follow up report submitted stated that lot# (w1575) was sent to an external laboratory for analysis and included test results. This information is incorrect and was submitted in error. Lot (w1575) was not sent to an external laboratory for analysis. This investigation is complete.

Manufacturer narrative:
Product evaluation has been completed. One opened bl5612 pouch from lot w1575 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration, as it should. The reported problem was not confirmed. Review of the complaint database revealed two other complaints for reason code "cutting problem" have been submitted against lot w1575. Reference mdrs: 0001920664-2019-00043 and 0001920664-2019-00053. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1575 was manufactured. Per CAPA 610815 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5612. The first lot of bl5612 that was built with the vitrectomy tubeset enhancement was lot #w2064 in june 2018. Any bl5612 product with lot number w2064 or higher will include the vitrectomy tubeset enhancement. CAPA effectiveness has been confirmed via the successful completion of validation activities. No additional corrective action is necessary at this time. The investigation is complete.

Event description:
There was no clinical consequence.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The product has not been returned for evaluation. Further investigation is underway.

Event description:
A user facility in (B)(6) reported problems with two different packs of bl5612. It was reported that the anterior vitrectomy cutters did not cut during the surgery. No clinical consequences or additional medical interventions were reported as a result of this event. Despite several requests for additional information, no additional information has been received. It is unclear how many patients were involved.